Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not working properly several months after the initial implant. A CT scan revealed there was a problem with the device. During the surgery, it was found that the right cylinder bulge was due to the device being too long. There was also adherent tubing on the left side. A new inflatable penile prosthesis was implanted. No further complications following the replacement surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to as the device was not working properly several months after the initial implant. A CT scan revealed there was a problem with the device. A new inflatable penile prosthesis was implanted.